Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she was wearing her pod when she sought medical attention at the hospital due to high blood glucose (bg) levels, which reached 565 mg/dl. She experienced symptoms including nausea and weakness, leading to a diagnosis of diabetic ketoacidosis (dka). She received treatment over a two-day hospital stay from (B)(6) 2025, which included insulin, fluids, potassium, and dextrose administered intravenously. The patient noted a smell of insulin and some redness at the pod site, though no visible leakage was observed. She was unable to confirm whether the cannula was properly inserted, as the pod was removed at the hospital and discarded by staff. The patient reported being unsure if the cannula was properly seated. The patient later called back to provide additional details and was advised to rotate pod placement between arms. The pod was worn between 4 and 24 hours on the arm.